Event description:
Additional information was received on this patient who had presented to the emergency room and went into a coma. The issue was likely due to noise/oversensing causing the competitor implantable cardioverter defibrillator (ICD) to inappropriately shock and induce true ventricular tachycardia/ventricular fibrillation for which the ICD could not convert due to the compromised lead. The competitor field representative arrived to de-activate the device after a dnr order had been placed. When the field representative arrived it was noted that the device was having problems delivering therapy. The device would alternately truncate the delivery of full therapy because, it could not deliver enough of the charge, or would only charge momentarily and then do nothing. It was reported that the rv lead exhibited a large amount of noise and the impedance measurements had risen from around 400 ohms during the device replacement procedure to greater than 2000 ohms. The r-wave sensing measurements had also decreased from 6 mv to 0.4 mv. The competitor field representative consulted their technical services department who noted the lead and device were compromised and would need to be replaced. The physician determined that the patient was very ill and did not blame the device or system for their current condition. Subsequently, the patient awoke two days later from their coma and was scheduled for a new device/lead implant procedure. The patient was being transported to the operating room (or) to have a new system implanted, however, expired due to a pulmonary arrest while being transported to the or.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a device change out procedure was performed and the chronic boston scientific device was explanted and replaced with a non-bsc device. Later, the patient was presented to the emergency room and admitted to the hospital. Stored electrograms displayed oversensing of noise with multiple shocks displayed. The patient was in a comatose state and due to a do not resuscitate order, the device was programmed off. The patient was no longer comatose and was scheduled for a device and lead replacement procedure. The boston scientific sales representative reported that it was unclear whether the inappropriate shocks were a result of the right ventricular (rv) lead or the non-bsc device. No further patient complications were reported.